Event description:
Event description cpi received information that this unipolar lead was removed from service. An invasive procedure was performed due to an allegation of 'lead failure with diminished r waves and increased pacing thresholds'. The physician elected to cap the lead and replace it with a new unipolar lead.